Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device locked up while they were attempting to print the code summary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio did observe that the device locked up while charging the defibrillator and attempting to print at the same time while using a battery with a low charge level. Physio replaced the device's battery contact assembly and battery pins as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The device's electronic records from the event were downloaded and reviewed and was used to confirm that the patient involved in the reported event was (B)(6). Section has been updated with this information. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device locked up while they were attempting to print the code summary. There was no patient use associated with the reported event.